Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as skin breakdown under the right strap. The electrode is causing an irritation on this skin. Patient has an imprint of the pads on their back because they are swelling so much. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a powder and lotromin for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.